Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the ipg was not set to surgery mode. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the ipg was explanted and replaced.

Manufacturer narrative:
Correction: section h7 should have been "other: correction" instead of being blank in the initial report, section h9 should have been "1627487/06/02/2017/001-c" instead of being blank in the initial report, and section h10 should have had the following statement in the initial report "the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017."

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. As a result, the patient¿s ipg was explanted and replaced. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.